Manufacturer narrative:
The insulin pump powered up properly when battery was inserted. It had no button response due to corroded keypad traces; unable to test for meter bg now alarm, the operating currents, off no power alarm or for unexpected battery alarm due to no button response. The device had a scratched display window and cracked case at display window at the upper right corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 400 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.